Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached. The detached guide catheter was kinked, bent and stretched in several locations all throughout. The push catheter was bent in several locations. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become difficult to deploy stent. Continued effort to deploy the stent would cause stretching and breaking of the guide catheter. Therefore, 'operational context' is selected as the most probable cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broke and the stent could not be deployed. The broken guide catheter was removed from the patient with the use of snare. The procedure was completed with another flexima biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the guide catheter broke and the stent could not be deployed. The broken guide catheter was removed from the patient with the use of snare. The procedure was completed with another flexima biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."